Event description:
This information was reported publicly by the new york times. See carreyrou, john. "A start-up claimed its device could cure cancer. Then patients began dying." The new york times, (B)(6) 2025. As reported in nyt article, patient p1 (identified as male, 55, diagnosed with late-stage metastatic esophageal cancer) health "declined sharply" by the time he returned to antigua on (B)(6) 2024. The article states that these treatments took place outside the united states, in antigua. The device was being used off-label for the treatment of cancer, outside of the united states in antigua.

Manufacturer narrative:
This was stated in the nyt, see carreyrou, john. "A start-up claimed its device could cure cancer. Then patients began dying." The new york times, january 23, 2025. The manufacturer followed up with the facility in antigua where the claimed adverse events took place and with the treating physician. The facility has stated that it was not aware of any adverse events. The physician has not responded.